Event description:
The customer observed false reactive architect havab-igg result generated on the architect i2000sr processing module for one patient. The sample was repeated and nonreactive results were obtained. The customer stated all the retest results were from the same sample. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 sid (B)(6) ((B)(6)) result = 1.08 s/co (reactive). (B)(6) 2024 sid (B)(6) ((B)(6)) result = 0.95 s/co (non-reactive). (B)(6) 2024 sid (B)(6) ((B)(6)) result = 0.12 s/co (non-reactive). (B)(6) 2024 sid (B)(6) ((B)(6)) result = 0.12 s/co (non-reactive). (B)(6) 2024 sid (B)(6) ((B)(6)) result = 0.17 s/co (non-reactive). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: all the sids were from one patient. Sids = (B)(6). This report is being filed on an international product, architect havab-igg, list number 06c29-22, that has a similar product distributed in the us, list number 06l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect havab-igg result generated on the architect i2000sr processing module for one patient. The sample was repeated and nonreactive results were obtained. The customer stated all the retest results were from the same sample. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 sid (B)(6) result = 1.08 s/co (reactive). (B)(6) 2024 sid (B)(6) result = 0.95 s/co (non-reactive). (B)(6) 2024 sid (B)(6) result = 0.12 s/co (non-reactive). (B)(6) 2024 sid (B)(6) result = 0.12 s/co (non-reactive). (B)(6) 2024 sid (B)(6) result = 0.17 s/co (non-reactive). There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect havab-igg, list 06c29-22, abbott gmbh, wiesbaden, germany to the architect i2000sr processing module, list 03m74-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00422 has been submitted and all further information will be documented under that MDR number.